Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported) in order to convert the patient to a percutaneous baha implant system due to pain. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.